Event description:
It was reported that the customer was hospitalized with high blood glucose readings between 400 and 500 mg/dl. The customer stated that she was having issues with her infusion sets. She noted that she was also pregnant and experienced contractions at the time of hospitalization as well. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-08824.